Manufacturer narrative:
A ge representative talked to customer on the phone and had customer turn the key switch on. System operates as intended. (B)(4).

Event description:
The customer reported the c-arm will not move up or down. No patient injury was reported.